Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an empty cartridge alarm occurred. Reportedly, the cartridge was filled with 300 units. A new cartridge was successfully loaded to address the event and insulin delivery was resumed. The customer's blood glucose level was 101 mg/dl.